Event description:
Customer reports two false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false positive results obtained. See (B)(4) for alternate false positive result. Customer reports receiving a false positive result on an unknown date when testing using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Customer states no other test showed positive. Although requested, no further information was provided regarding this event.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.